Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted staple formation issues are observed. It was reported that an unexpected content leak occurred along the staple line, and the staples did not form as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-laparoscopic left colectomy with descending to the mid-sigmoid anastomosis and splenic flexure mobilization, the patient experienced abdominal pain and swelling. Patient was brought back to the operating room for surgery due to a suspected anastomotic leak and found feculent contamination, peritonitis, and dehiscence of anastomosis more than 40%. The surgeon said that the posterior 508 of the colorectal anastomosis had fallen apart. There was no ischemia or tension seen. The surgeon found a dozen or more misshapen staples from the stapler. The anterior wall, which had completely oversewn, was the only part intact. The patient underwent resection of anastomosis and the creation of an end colostomy. The patient has also developed multiple intra-abdominal abscesses. The patient was on continued follow-up with wound or ostomy as well as infectious disease specialist. Also, the patient was on fluconazole, metronidazole and is finishing augmentin.

Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-laparoscopic left colectomy with descending to the mid¿sigmoid anastomosis and splenic flexure mobilization, the patient was brought back to the operating room for surgery due to a suspected anastomotic leak and found feculent contamination, peritonitis, and dehiscence of anastomosis more than 40%. The surgeon said that the posterior 508 of the colorectal anastomosis had fallen apart. There was no ischemia or tension seen. The surgeon found a dozen or more misshapen staples from the stapler. The anterior wall, which had completely oversewn, was the only part intact. The patient underwent resection of anastomosis and the creation of an end colostomy. The patient has also developed multiple intra-abdominal abscesses.

Manufacturer narrative:
Additional information: a1, a4, b2, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-laparoscopic left colectomy with descending to the mid-sigmoid anastomosis and splenic flexure mobilization, the patient experienced abdominal pain and swelling. Patient was brought back to the operating room for surgery due to a suspected anastomotic leak and found feculent contamination, peritonitis, and dehiscence of anastomosis more than 40%. The surgeon said that the posterior 508 of the colorectal anastomosis had fallen apart. There was no ischemia or tension seen. The surgeon found a dozen or more misshapen staples from the stapler. The anterior wall, which had completely oversewn, was the only part intact. The patient underwent resection of anastomosis and the creation of an end colostomy. The patient has also developed multiple intra-abdominal abscesses. The patient was on fluconazole, metronidazole and is finishing augmentin.